Event description:
It was reported that the patient presented remotely via merlin.net. A non sustained ventricular tachycardia (vt) episode was observed on the device that showed external noise was being sensed and with non pacing during the event. No changes were recommended as the noise was external. Additional changes were made to allow direct alerts for any additional episodes. The patient experienced no adverse consequences and was being monitored by the clinic.